Manufacturer narrative:
Date sent to FDA: 05/05/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the initial obturator sling procedure was performed on 11/11/2005 due to stress urinary incontinence. The patient underwent device revision/ removal on (B)(6) 2008 due to mesh erosion, infections and pain. No further information received at this time. (B)(4).

Event description:
It was reported that the patient underwent an obturator sling procedure on an unknown date. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.